Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had high blood glucose but not hospitalized. Customer's blood glucose was 500 mg/dl. Customer was treated with manual injection. After the troubleshooting was done, customer was advised to change entire set, reservoir and insulin and treat. Custoemer was advised that the insulin pump is working as designed.